Event description:
It is reported that the patient is experiencing pain due to a broken screw.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Cause cannot be definitively determined. Review of the device history records was not possible as the product and lot number required for retrieval was unavailable. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.